Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, post-paced t-wave oversensing was observed. The non-sjm/abbott right ventricular lead was capped and replaced to resolve a noise event. No programming changes were performed. The patient was stable.